Event description:
It was reported that inappropriate automated mode switch episodes had occurred on the pulse generator due to noise. The noise was able to be reproduced through isometrics. The physician opted to leave the system in place. The patient was in good condition prior and during the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.